Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving hydromorphone [6 mg/ml] at a rate of 2.11 mg/day via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen at initial interrogation via the event logs. A stopped pump period may exceed tube set was seen and the patient was to be covered with non-pump medication. The hcp reprogrammed the pump to minimum rate mode and will get attempt to get in contact with the managing physician. Symptoms included sudden diarrhea, nausea, vomiting, and pain. Additional information was received from a healthcare provider via a manufacturer's representative on 2017-jul-05. It was reported that the pump was used to infuse hydromorphone [6 mg/ml] at 1.059 mg/day, clonidine [85 mcg/ml] at 15 mcg/day, and bupivacaine [17 mg/ml] at 3 mg/day. It was reported that a stalled pump occurred and the patient went to the emergency room (ER) over the weekend ( provided event date is (B)(6) 2017) for nausea, vomiting and an alarming pump. There were no known environmental/external/patient factors that may have led or contributed to the issue. As part of diagnostics/troubleshooting, the pump was read and the logs indicated a motor stall. Interventions/actions taken to resolve the issue include replacing the pump. The issue was not resolved at the time of the report. Surgical intervention had not yet occurred, but was planned and scheduled for (B)(6) 2017. The patient's weight at the time of the event was asked but unknown. The patient's medical history included back and leg pain. It was indicated that the patient's status at the time of the report was "alive-no injury." Additional information was received on 2017-jul-06; the pump was replaced and returned to the manufacturer for analysis.no further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse hydromorphone, clonidine, and bupivacaine. Destructive analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had a pump failure that resulted in hospitalization, surgery, and withdrawal beginning on (B)(6) 2017. It was noted the pump was explanted on (B)(6) 2017.